Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-02856 for the other associated device information. It was reported to boston scientific corporation that an advanix¿ biliary stent was implanted in a patient during endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct to treat ¿very stiff stenosis¿ (exact date not reported). According to the complainant, several weeks following stent placement, the advanix¿ biliary stent migrated and perforated the duodenal wall. The physician reported that they believe the ¿material from the stents is too stiff and hard¿. The patient¿s perforation was treated with antibiotics but no closure was needed. The patient's condition at the conclusion of the procedure is reported to be "stable".